Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports incorrect quantity of gauze present; the pack contained nine versus ten.

Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot #15f211662x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. The root cause for the reported condition cannot be specifically identified. A potential root cause is during the handling of the product an operator could have removed a sponge from the bundle of 10. Another is a sponge could have become dislodged from the bundle of 10 during further handling. Scales are in place to check to every stack of sponges prior to the product being packaged. These scales are challenged for accuracy. A formal corrective and preventative action (CAPA) has been opened and subsequently closed to address similar issues described in the compliant. From the lot number it can be determined that this product was produced prior to the implementation of the actions taken in the CAPA. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.